Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy on (B)(6) 2010. The needle broke at the swage during suturing of the fascia to hold a trocar. No fragment remained in the patient's body and there was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.